Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument and instrument data, the fse inspected the instrument waste area, cleaned the waste container, checked system calibration and ran controls. The actual root cause could not be determined and no conclusion can be drawn as to what specifically caused the problem. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant chloride results were obtained on an advia 1650 for 4 pts. The results were reported to the healthcare provider(s). The pt samples were repeated and the corrected results were reported. There were no reports of adverse health consequences or known pt interventions due to the discordant chloride results.